Event description:
The customer received a blood glucose reading of 320mg/dl from his contour next ez meter, re-tested on his contour meter and received 87mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged the test strips are to be returned for evaluation. Replacement test strips were sent to the customer